Manufacturer narrative:
The gore viabahn endoprosthesis instructions for use state: w l gore and associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications other than the endovascular grafting of superficial femoral or iliac arteries.

Event description:
Gore, through a casual conversation with the complainant, discovered the following: a pt was implanted with an aortic endograft and two bridging gore viabahn endoprosthesis for perfusing a visceral artery. The junction of the two gore viabahn endoprosthesis became detached sometime after the initial case.